Event description:
It was reported that during the implant attempt, the lead performed erratically. There was a variation in how many turns it took for the helix to come out and go in. The lead also dislodged four times. A shorter length lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.